Event description:
It was reported that during an av fistula (avf) treatment procedure, deployment difficulties were encountered. The avf lesion was located in the cephalic vein; the vessel and lesion characteristics are unk. The 9 x 35 mm iliac wallstent was advanced to the lesion, however, it did "not fully expand in the middle". The stent reportedly "telescoped on itself, causing the physician to miss the lesion". The physician elected to treat the lesion with angioplasty, and the procedure was successfully completed with an unspecified balloon catheter. No further pt complications or injury were reported. The pt's condition was reported as "fine". Additional info has been requested.

Manufacturer narrative:
The complainant indicated that the stent remained implanted and the stent delivery system device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.